Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 11 months post index procedure, patient suffered from right lung pulmonary embolism . Event was treated with medication and ivc filter was placed. Investigator assessed that the event was not related to index device, but probably related to antiplatelets medication. Patient is not recovered.